Event description:
Device 1 of 2. Reference MFR report number 1627487-2013-00427. The patient ((B)(6)) was implanted with two percutaneous leads from different lots. It was reported the patient was no longer received adequate therapy cover or effective pain relief. Surgical intervention was undertaken to explant and replace the patient's leads. Effective stimulation was recaptured following the procedure.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.